Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that an alert was received via the remote monitoring system indicating this implantable cardioverter defibrillator (ICD) recorded a high out-of-range shock impedance measurement on the right ventricular (rv) lead. The patient was seen in clinic and impedances checked returning values within normal limits. A chest x-ray was also performed though the results could not be obtained. Isometric testing was also performed and no abnormal behavior or measurements were observed. The patient will continue to be monitored remotely. No adverse patient effects were reported.